Event description:
The customer reported the generation of erroneously high sodium (na) and low chloride (cl) patient results on their dxc 700 au clinical chemistry analyzer. The customer repeated the samples on another au analyzer with results considered correct. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.

Manufacturer narrative:
Beckman coulter quality assurance (qa) reviewed the event involving the dxc 700 au chemistry analyzer. Qa contacted the customer who confirmed that they replaced the buffer syringe to resolve the issue. Patient information: information not provided by customer. The beckman coulter internal identifier is (B)(4).